Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) can't connect to patient's implant to check impedance to allow MRI. The patient has reached end of service (eos) a while back, but the rep doesn't know when the device reached eos. It was reviewed that since the device reached eos, it is possible that it's been long enough where the battery drained to the point where it can't be interrogated. The rep is going to check with the hcp to try and interrogate again. The patient's relevant medical history included the rep mentioning that the patient has a brain tumor, thus, the hcp has put off replacing the implant due to the patient being on too many prescription medication. The rep doesn't know when patient got the brain tumor. Additional information was received from a manufacturer representative (rep) reporting the cause was unknown. They were advised to check with the clinician tablet and was referred back to the neurosurgeon. It is unknown if the issue resolved. The neurosurgeon referred them to be worked up for ins replacement if the device is truly at eri/eos. Per the staff, the brain tumor is not related to the dbs device or therapy and the patient is already being treated separately from dbs. It is unknown if the brain tumor is resolved.